Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed motor error during a priming attempt. The blood glucose reading was 221 mg/dl. The customer stated that no significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer's wife called a second time and reported that the customer had a case which had a magnet on it; advised that the insulin pump be kept clear or any magnetic objects. Nothing further reported.